Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited high pacing threshold measurements. A lead dislodgment was suspected. An electrogram (egm) revealed that it appeared the atrial lead was sensing in the ventricle and the vertical lead was sensing in the atrium. An x-ray was reviewed and it appeared the leads were inserted wrong in the device. A revision maybe performed in the near future. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed due to high atrial pacing thresholds being noted on the right ventricular (rv) lead. The right ventricular (rv) lead was repositioned and normal measurements were obtained. Visual observation revealed that the right atrial (ra) lead and right ventricular (rv) leads were properly connected and the right atrial (ra) lead dislodgement was not confirmed. No adverse patient effects were reported. The leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an ameneded report submitted should further information be provided.